Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patients tested for po2 on a b 123 instrument used in the outpatient department of a hospital. The result for 1 patient was erroneous. The patient was at the hospital for a routine follow-up and oxygen assessment. The initial po2 result was 15.57 kpa. This result did not match the clinical picture of the patient. The spo2 result was <92%. The result from a 2nd sample was 7.88 kpa. No adverse event occurred. The po2 electrode lot number was 21554982 with an expiration date of 06/03/2016.

Manufacturer narrative:
Based on the investigation, the most probable cause of the erroneous result from the 1st sample was an air bubble on the po2 sensor caused by a pre-analytic error during sample collection. The po2 result from the 2nd sample is plausible.